Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 7.5, 2.4 and 3.1. Laboratory inr: 2.1. Therapeutic range: 2.0 - 3.0. The inratio tests were performed immediately after one another. The laboratory test was performed within 5 mins of the inratio tests. Reportedly, multiple finger sticks were performed on the same finger. There was no reported adverse pt sequela. There was no add'l info provided.